Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for damage and connected to a water bag to test for float operation and overfilling. Results: there was no external damage noted to the returned mr290v humidification chamber. The floats functioned correctly and controlled the entry of water into the chamber. No overfilling of the chamber occurred. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault with the returned mr290v humidification chambers. The investigation confirmed that both the primary and secondary floats were functioning correctly. Following production, the float mechanism of every mr290 chamber are performance tested and those that fail the test are rejected. Fph user instructions that accompany the mr290 chamber indicate in pictorial form, the maximum fill line and advises the user to replace the chamber should water exceed the limit line. (B)(4).

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber overfilled while being used on a patient. It was also reported that the water was "filling" the circuit. The medical center confirmed that the "the patient has no ill effects from the event and no further equipment was damage."